Event description:
The facility representative reported an infusion pump with failure code 703. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of fail code 703 was not confirmed or duplicated during product evaluaion. The user interface module was defective and was replaced. This issue is currently being investigated. No repair was necessary.